Event description:
It was reported that during biomed testing at (B)(6), the device displayed "system error," "out of service" and "revert to manual CPR." No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.